Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report(B)(4). The subject failed parts were not returned. Investigation was conducted on five returned unused kits. Appearance of catheter and connector does not show any abnormalities. Outer diameter of catheter end was 0.86mm, 0.85mm, 0.86mm, 0.84mm and 0.86mm, which satisfies the standard of 0.80-0.88mm. Catheters were able to be connected to connectors without any problems. Tensile strength test indicated 13.3n, 11.6n, 11.9n, 10.7n and 11.0n which all satisfies standard of >5.5n. Justification: complaint is not confirmed. Notes: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan: catheter detached